Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose level. The blood glucose at the time of the incident was 400 mg/dl. The customer stated that the bent cannula may have caused the high blood glucose level because the needle did not penetrate the skin properly. Not enough insulin was delivered due to the bent cannula. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.